Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The power supply module was replaced. The customer contact reported there is no patient information available.

Event description:
The hospital reported that, during a case, the unit would intermittently go into a system reset. There was no reported patient injury.